Event description:
Reported through the pt's attorney that in 1995, the pt underwent right total knee replacement. In 2003, the knee was revised where posterior medial aspect of the tibial plateau of the polyethylene component was noted.

Event description:
It is reported through the pt's attorney that in 1995, the pt underwent right total knee replacement. In 2003, the knee was revised where posterior medical aspect of the tibial plateau of the polyethylene component was noted.